Event description:
Nurse connected finger sensor to spo2 [oxygen saturation of peripheral oxygen] cable and did not receive a reading. Spo2 adapter cable replaced and received spo2 reading. This resulted in a delay in care to the patient, no known patient harm at this time.